Event description:
Reported by the doctor as: "a sudden loss of restriction. A 3cc fill was given, and 2 days later, there was only 1cc fluid left in the band."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis results are pending. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."